Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs # 2937457-2014-00372, 1225714-2014-00831 and 1225714-2014-00832.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2009, after the use of the product.